Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the bd external messaging service stopped message process because of an internal communication failure. The technical support specialist restarted the bd external messaging service along with other bd and care fusion services, which cleared the message queue and restored normal order flow. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed over to multiple pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.